Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with automatic mode switch (ams) episodes. It was noted that these episodes were due to lead noise and not true ams. Lead was monitored. No patient consequences reported.